Manufacturer narrative:
Additional information added for d4, d10, h3, h4 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility, the device's distal tip snapped off while inside the patient's bone. The tip was successful removed by the surgeon with no adverse consequences to the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility, the device's distal tip snapped off while inside the patient's bone. The tip was successful removed by the surgeon with no adverse consequences to the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.